Event description:
It was reported that a customer had passed away on 3/02/2026 due to diabetic ketoacidosis (dka), cardiac arrest, and organ failure. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.